Event description:
Failure of stent lead to thrombosis, resulting massive mi. Pt was awaiting bypass surgery after failure of stent. All recommended anti-coagulants were on board. Pt expired before bypass surgery could be performed.